Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed, 2.5-4mm de novo target lesion was located in the mildly tortuous and mildly calcified diffusely diseased right coronary artery (rca). The lesion was predilated with multiple inflations using a 1.2x15mm non bsc balloon followed by multiple inflations with a 2.25x15mm non bsc balloon. A 2.5x16mm promus element stent was deployed in the lesion at 12atms and then a 3.5x38mm promus element was deployed at 12atms, overlapping the first stent. Angiography showed good results; however, the proximal stent struts of the 3.0x38mm promus element stent did not look well apposed to the vessel wall. A 4.0x38mm promus element stent delivery system (sds) was then advanced to the lesion to treat the un-apposed stent struts. However, the physician felt resistance while positioning the stent and it was noted that the length of the 3.0x38mm stent shortened more than 5mm. The 4.0x38mm promus element sds was removed from the patient and a 3.5x16mm promus element stent was deployed in the lesion followed by the same 4.0x38mm promus element stent. The mid rca was postdilated with a 3.5x15mm non bsc balloon and the ostial rca was postdilated with a 4.0x15mm non bsc balloon. The procedure was completed at this point with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.